Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/14/2021 h6 component code: g07002 no device return a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4, h6 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Qpmaka. The following information was requested, but unavailable: what was the name of the procedure? No further information is available.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.